Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that this event occurred during preparation for a diagnostic procedure. Reportedly, the procedure was completed without patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the light adjustment issue could not be determined. It is possible that the light adjustment issue occurred due to a video processor issue or scope issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The dimming feature was functioning properly during testing and a further visual inspection of the device revealed no abnormalities. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the light adjustment feature on his olympus visera elite xenon light source was not functioning properly. According to the initial report, the tissue was too bright and/or too dark to accurately distinguish. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.